Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for malignant pain and cancer pain. It was reported that they've only had 1 problem 1 time. The consumer thought they called the manufacturer about the problem. It was stated that it was on the old pump, not the new pump. The consumer didn't remember exactly what it was. They stated it may have not been something wrong with the pump. They stated it was maybe some information they needed. It was noted that the patient been fighting stage IV cancer for 11 years. The consumer noted that the patient had different things over a period of time in reference to the medication in the pump. It was noted that the patient was on a medication and it may have been related to that. There were no further complications reported or anticipated.